Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during the investigation, a review of the black box showed the data from date of the complaint has been overwritten. The current history showed multiple loss of prime warnings with low non-zero force. The pump was exercised for 24 hours with no loss of prime duplicated. Force calibration testing passed within specification. Unrelated to the original complaint, the battery compartment was found to be cracked.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.